Event description:
Nurse notified by therapy staff, patient had red marks in the shape of a thermazone pad on his back. When assessed, the patient had blanchable redness on his right back, getting lighter toward left side of his back. The pad had been removed by the patient at 21:00 the evening before. Patient denies pain, itching, or burning at site of redness.